Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A colleague infusion pump was returned to baxter technician services with the reported condition of "failure 703:00". It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 703:00 was confirmed but not reproduced. The root cause was determined to be a defective pump head module (phm). The phm- channel a was replaced to fix the reported condition. The user interface module software version is colleague p1.5(6.13.92). Baxter will continue to monitor similar reports to determine if further actions are required.